Manufacturer narrative:
Upon clarification, the leaks occurred from the administration port. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking. This event occurred during an unspecified process step. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Two devices were received for evaluation. Visual inspection of the two samples with the unaided eye did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with tap water and leakages at the spike port cap of both samples were observed. The reported condition was verified. The cause is likely due to a lack of cyclohexanone applied during the manufacturing process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should relevant information become available, a supplemental report will be submitted.